Manufacturer narrative:
Covidien reference number: (B)(4). The service of the ventilator was reported to have been completed on 11 september 2015 by the customer. The unit was reported to have passed required performance testing per service manual.

Event description:
It was reported that the ventilator gave inoperative error codes. There is no patient involvement associated with this event.